Manufacturer narrative:
The autopulse training lifeband (s/n (B)(4)) was returned to zoll for evaluation. Device history record (DHR) was reviewed and no previous related complaint was reported for this autopulse lifeband (s/n (B)(4)). A visual inspection of the returned lifeband was performed and found that the lifeband was received not on its original packaging. The compression pad was received dirty. Further visual inspection of the returned unit revealed multiple creases and twists on the surface of the belt. No other issues were observed. The lifeband clip was inserted in the drive shaft slot without any issues. The lifeband clip is fully seated in the drive shaft and locked into place. The lifeband cover plate was placed with the matching arrow on the platform ,the cover plate on the left went fully inserted, the locking tab snapped into place .however, the life band cover plate on the right could not be inserted and the lock tab would not be snapped in place. In summary, the customer's reported complaint was confirmed. Based on the investigation, the root cause could not be determined.

Event description:
It was reported that the training band is too tight to fit in the autopulse platform. There was no patient involvement reported.